Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a pocket revision due to pain at the pocket site. The ipg was moving closer to the patient's spine and was uncomfortable. The physician relocated the ipg and the patient was reportedly doing well and receiving adequate stimulation following the procedure.